Event description:
The reporter stated that the set did not infuse during administration of d10w with sodium, sodium bicarbonate, and potassium. The tubing and pump had been used for greater than 24 hours but less than 48 hours. A new bag of fluid was hung at 18:00. The pump immediately alerted air-in-cassette. The rn flushed the set and cleared the alarm. At 20:00, another rn noted that blood was backing up the line and some air was in the line. The set was disconnected and another set was placed in the pump. The pt's glucose dropped to 44 (baseline equaled 80) and required a fluid bolus. No significant impact was noted.